Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported the patient was admitted to the hospital due to gastrointestinal bleeding (gi). The patient presented with a drop in hemoglobin and complaints of fatigue and weakness in legs. A rectal exam confirmed positive for melena and hemoccult. Endoscopy (egd) and colonoscopy (col) was performed and results were normal. The patient had 3 polyps removed during col; awaiting pathology report. Anticoagulant at the time of event was warfarin and plavix. The patient was transfused with unknown amounts of blood. No additional information provided.

Manufacturer narrative:
A direct correlation between left ventricular assist system (lvas) and the patient's gastrointestinal (gi) bleeding event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.